Event description:
Meter name: fasttake. Strip name: fasttake test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symtpoms: unknown. The patient's pharmacist reported that patient has been hospitalized due to the low readings on patient's ft meter. Their meter allegedly was inaccurately low. The result on their meter was 388, 323,321 mg/dl after changing units from the mmol/l to mg/dl. The results on the hospital meter was unknown. It was reported to be 100 points higher than the readings from the patient's ft meter. The time difference between the patient's meter and the hospital meter is unknown. Treatment was unknown. The patient's meter was set to mmol/l when pt was testing. No further information has been reported.